Event description:
It was called in to technical services on (B)(6) 2012 that this medical person had issues when using pace art system. Pace art would not see a file she was trying to download. It did eventually work. No further information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).